Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed unexpected restart. The lower left and right of the display had a crack. The battery loading slot also had a crack. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed self test and a21 error alarm test. No a21 alarm. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.